Event description:
It was reported that (2) prw35 were used during a carotid procedure. It was reported by the rep that the staples would not form properly on these two staplers. Pulled a third stapler to complete the case. There was no consequence to pt.